Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 400 mg/dl. The customer experienced nausea and blurred vision and was sent home from work. The customer reported that the drive support cap appeared normal and recessed. The time was off by one hour and the customer was assisted in correcting the time. The customer recalled receiving no delivery alarms since the high blood glucose had begun. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform a high pressure test. The customer was sent tubing clamps and advised to call back when the clamps were available in order to complete troubleshooting.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.